Event description:
The patient was undergoing a bone scan for complaints of low back pain. The technologist had set up the camera for a contoured whole body acquisition and was in the room as the camera was finishing its sweep near the patient's head. Rather than following the programmed contour and rising of the patient's forehead, detector 1 remained at the same elevation causing the detector to impact with the patient's forehead. Because the camera impact was away from the alarms, which are located on the face of the detector, no alarm sounded. The technologist saw the impact and immediately raised the head about 2 inches. The patient was subsequently removed from the camera with no evidence of injury. The patient's family member was in the room and witnessed the event. Note: in 2005 this camera had similar problems. Philips service responded by taking the camera out of service and replacing the mpu board and the motor controller. Philips then released the camera for safe use. Follow-up reveals that the camera is 11 years old. Philips service has continued to replace several components in the unit, however the hospital is still continuing to assess whether the problem has been corrected. The unit remains out of service until the confidence level has been established. Additional follow up reveals that philips has replaced a number of components and installed at least one software patch. A service report from the manufacturer concludes with "the prism 2000 xp is safe to use."